Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3765499 to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. The patient experienced acute pain in the hips and groin, abdominal pain, repeated urinary tract infection, vaginal irritation/vaginitis, severe lumbar pain, loss of sleep and fatigue, depression due to pain, difficulties in urinating and loss of thrust. It was also reported that the patient can no longer empty bladder properly and is experiencing frequent desire to urinate, especially during movements at night when turn around with a sudden, sharp cramp as if it was being ripped on the inside. So often the patient must ask a husband for help to get up or turn around because of these sharp cramps. The patient is also experiencing painful intercourse and vaginal dryness. No further information is available.